Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A solero applicator was inserted into patient. The needle was test before hand and no issues were noted. The solero unit displayed an "error 209; temp > 52 "degees" c." When an ablation was attempted. The procedure was aborted due to this event. There was no adverse patient impact. As the patient was put under anesthesia and no treatment was provided, there was potential patient risk. It was reported the disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one solero 19cm probe. A visual examination of the probe noted no appearance of defect or damage. Functional testing of the returned device noted no issues . There were no temperature warnings observed during testing of this disposable probe. Flow rate and thermocouple tests were run on the device to ensure there was no occlusion in the device, and that the thermocouple was working properly. The results show that the device met the flow rate specification indicating that there was no occlusion in the device. The results also show that the thermocouple was functioning correctly, as it returned a temperature approximate to the water bath temperature with no flow. Additionally, the device was connected and disconnected from the generator 10 times. There were no 209 errors seen upon connection of the probe during these 10 trials or the previous power testing. The customer's reported complaint description of error 209 cannot be confirmed as the probe functioned as intended during testing. A review of the lot history records was performed for the reported solero mta applicator manufacturing lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators ,contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).